Manufacturer narrative:
Device is a combination product. (B)(6) device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis, plaque shift and had an abnormal stress test. The subject presented due to a non q-wave nstemi and was referred for cardiac catheterization. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.75mm in diameter and 36mm long. The lesion was treated with placement of a 2.75x38mm taxus liberte stent. Residual stenosis was 0%. Another non-target lesion in the proximal left anterior descending (ostium of the lad) was treated with a 3.0x18mm promus stent. Post deployment, there was some plaque shifting and new/increased ostial left circumflex narrowing developed. The circumflex artery was 75% stenosed proximal narrowing post stenting. The lesion was treated with two promus stents. Initially, a 3.0x18mm stent was deployed in the proximal circumflex artery; however, this made a forward watermelon sed motion distally. The ostium of the circumflex artery was stented with a 3.0x8mm promus stent. Simultaneous lad and lcx balloon inflations were performed. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2011, the patient had an abnormal stress test and was hospitalized. The patient was hospitalized with history of episodes of midsternal chest pain radiating to the jaws on a daily basis for 2 months, associated with diaphoresis, shortness of breath, and lightheadedness. The symptoms alleviated with rest. The patient was taking 81mg of aspirin and prasugrel dosage of 5 mg was stopped because of the bruising. Clopidogrel dosage of 75mg was started. Coronary angiography confirmed stent thrombosis. The patient was referred for myocardial revascularization and was started on heparin drip and coronary artery bypass graft (CABG) pathway was initiated. There were no ischemic symptoms at rest and no ischemic electrocardiogram changes suggestive of acute ischemia. Post index procedure, the patient underwent intervention for stenosis of the proximal lad. CABG was performed 3 times with left internal mammary artery and lad, reverse saphenous venous graft to the obtuse marginal (om) and distal rca. The event was considered resolved without residual effects. In (B)(6) 2011, the patient was discharged from the hospital.